Event description:
The customer reported that erroneous human chorionic gonadotropin (bhcg) and progesterone results were generated on an access 2 immunoassay system for multiple patients over multiple days. This report is two of four and represents the lower than expected progesterone result generated on the access 2 immunoassay system for one patient sample on (B)(6) 2011. The initial, erroneous progesterone result was "0.00 ng/ml." Upon multiple repeat testing on the same instrument the repeat progesterone results were higher and considered valid. The initial result was reported out of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. The sample was a serum sample which was aliquotted into a sample cup for testing. The sample was normal in appearance with no visible abnormalities. Beckman coulter inc. Assessment of customer supplied data indicated that instrument progesterone quality control results had recovered with in the customer's established ranges prior to, and on the date of the incident. Additionally system checks executed during the timeframe of this event met published specifications. Additional test results for this patient included bhcg and diluted hcg results. These results are not in question to date.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) adjusted the mixer speed and the transducer voltage. A high sensitivity system check was performed and the results met specification. Upon completion of the necessary and verified adjustments the instrument was returned back into operation. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-04852, 2122870-2011-04967, 2122870-2011-04853, 2122870-2011-04968.